Manufacturer narrative:
Concomitant medical products: dtma1qq crtd, implant date: (B)(6) 2018; 459888 lead, implant date: (B)(6) 2019; 6935m62 lead, implant date: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient complained of feeling chest pain, palpitations and their heart rate being 40 beats per minute (bpm). The electrocardiogram (ECG) noted undersensing on the right atrial (ra) lead. The ra lead remains in use. No further patient complications have been reported as a result of this event.